Manufacturer narrative:
Claim number(B)(4).

Event description:
The healthcare professional reported injecting a patient with evolysse form via cannula in the pyriform aperture on (B)(6) 2025 and touched up six (6) weeks ago. Six weeks post touch up, (B)(6) 2025 the patient experienced new onset hardening and swelling, bilaterally with no pain or redness. The patient was treated with two rounds of hylenex two (2) weeks apart, steroid taper, and doxycycline. Patient symptoms are almost fully resolved. Safety database reference number(B)(4). Additional comment: the filler was injected into the patient and is not available for return.